Manufacturer narrative:
Conclusion: all tests on retained and returned pouched devices from (B)(4) ran satisfactorily with no flow issues or deterioration in sensitivity. Testing of the retain and returned tests did not indicate any gross deterioration in performance. Overall assessment of the product sensitivity at the time of manufacture indicates that the sensitivity of batch (B)(4) was well above the cut off limit and meets our expectation for normally expected product performance. It should be noted that all d-dimer assays are not alike. Depending on the commercial source, different antibodies used in a test have differing specificities for fibrinogen and fibrin and their derivatives. Therefore the different commercially available d-dimer kits differ in reactivity toward d-dimer and have differing cut-off levels and specificity. As there is no standard for d-dimer, and the reactivity of different commercial kits to various standards is widely variable, it is difficult to correlate the results from one test type to another. Additionally most acute dvt/pe pts have raised d-dimer levels but not necessarily 100%. There is a window of opportunity when d-dimer is raised and it relates directly to the degree of clot breakdown (fibrinolysis) at the time of testing. The time the pt sample was taken may therefore have some bearing on the negative results obtained. The performance characteristics detailed in the product IFU do not claim 100% sensitivity or specificity, therefore there is a known low level of possible false negative and false positive results. Therefore in line with contemporary diagnostic algorithms for suspected dvt/pe, high probability pts are not safe to exclude from further testing based on the results of d-dimer tests. We do not recommend that d-dimer tests be used as stand-alone tests for exclusion of dvt/pt. Therefore for any correlation studies between test methods it is necessary that all samples tested must be confirmed as clinically positive or negative. With regard to the discrepant result whereby the test result were obtained from the same sample after two days stored at 2-8c, it should also be noted that the clearview simplify d-dimer IFU states that all samples are tested within 24 hours as its potentially possible that the d-dimer ag concentration may increase over time due to the clotting factors within the sample which may cause discrepant results over time. On a final note, it is worth checking for correct test procedure to ensure that the correct volume of blood was added, there is no evidence of sample clotting and two fully formed drops of buffer were added to the test. It is very important to wait the full 10 minutes until results are read.

Event description:
Clearview simplify d-dimer in vitro diagnostic test kits. Lab reported two pts presenting at facility who were tested using clearview d-dimer, which gave a negative result for each pt. Both pts tested positive on acl top. Both pts were diagnosed with either dvt or pe as determined by x-ray or CT scan, and clinical eval. One pt plasma sample tested initially as negative, but retesting of whole blood (remixed after being centrifuged and refrigerated) gave a positive result with clearview d-dimer.